Event description:
The stapler would not rotate smoothly and the hand piece was difficult to engage.

Event description:
The stapler would not rotate smoothly and the hand piece was difficult to engage.